Event description:
It was reported that the customer was hospitalized for high blood glucose levels because he couldn't get his replacement insulin pump set up. The person calling was not hipaa authorized. Advised the caller we would not discuss the customer's account. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.